Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient made a mistake (details not provided) causing a breach in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. The pd exchange was done in the hospital ward. Two days after experiencing the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj.) Vancomycin (1gm, once in 4 days, route not reported) and inj. Fortum (1gm, once daily, ip) and inj. Heparin (sos, dose and route not reported) for peritonitis. The outcome of the event is unknown. Additional information was requested but is not available.